Event description:
It was reported to boston scientific corporation that during preparation for a rectal prostatectomy procedure using a capio radical prostatectomy suture capturing device, the package "opened too easy" outside the patient, and the account did not want to use the device. The procedure was completed with another capio radical prostatectomy suture capturing device. No further information has been forthcoming for this event.

Event description:
It was reported to boston scientific corporation that during preparation for a rectal prostatectomy procedure using a capio radical prostatectomy suture capturing device, the package "opened too easy" outside the patient, and the account did not want to use the device. The procedure was completed with another capio radical prostatectomy suture capturing device. No further information has been forthcoming for this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned packaging showed that all sides of the packaging (vendor/production seals) were properly sealed with the exception of the production seal that was opened during procedure. No visual anomalies were observed. Dimensional analysis of the packaging using a digital caliper found that the production seal width conformed to specifications. The seal width was found to be at least 0.320 inches. No dimensional anomalies were found. The reported problem of the packaging being "too easy" to open was not confirmed. The probable root cause for this event was determined to be user preference issue.